Event description:
It was reported that the patient underwent a gynecological procedure sometime between 2004 and 2006 and unknown mesh was implanted. It was also reported that she experienced erosion of the mesh following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.